Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 400 mg/dl, 400 mg/dl (meter), 150 mg/dl (lab) patient was immediately given 12 units of insulin (unknown type) after the second reading of 400 mg/dl. Patient's blood sugar went too low and he had to receive treatment. Patient was given sugar (unknown amount or type). Patient stabilized and was released from the hospital. No adverse event reported. Requested return of suspect device and replacement was sent.